Event description:
Complainant alleged that during an open-heart procedure on a pt (age & gender unknown) the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.